Event description:
It was reported that the infection is resolved.

Event description:
It was reported that the ipg was explanted on (B)(6) 2019. The patient is being treated with oral antibiotics.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg incision site had reopened and had been leaking fluids and is painful to the touch. The patient was prescribed oral antibiotics for treatment.